Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator's display and touchscreen froze upon start up. The customer reported that there was no patient involvement.